Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the faults. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The unit had scratches on the sides of the cover. There was a small scratch on the grey part of the bezel.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was triggering 1-8a errors on the integrated electrosurgical unit (erbe). The technical support engineer (tse) recommended moving ports, swapping the instrument cables, and the instrument. The site was using both ports and could not swap ports and did not wish to swap the instrument. The customer stated issue has happened more than once. The procedure was completing as planned with no reported injury.